Event description:
The customer reported high bgs. It was informed that the customer was hospitalized for signs of dka. Bgs were treated with insulin drip and were coming down. Also it was mentioned that the tubing had an air bubble that was cleared. Advised the customer to change the set, the reservoir, and monitor their bgs.